Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had the incorrect time displaying on the pump. Reportedly, at the time of the event, the current time was p.m., and the customer had a.m. Displaying on the pump. Due to the issue, the pump miscalculated the needed bolus amount when a bg value was entered, and the customer manually entered the bolus amount and successfully delivered a bolus. Customer's blood glucose level was 236 mg/dl. Tandem technical support assisted the customer in successfully adjusting to the correct time on the pump, and ensure the profile settings were accurate.